Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The pt told the medical affairs specialist she takes 500 mg of metformin with meals if her meter readings are > 130 mg/dl. The pt said she continually obtained readings on the reported meter in the 200 to 300 mg/dl range in 2006. She said she kept taking metformin 500 mg with meals, thinking the elevated meter readings were correct. The pt started to feel dizzy, confused, and like she would pass out. She did not recall the specific meter readings while symptomatic, but said it was around 200 mg/dl. She went to her clinic where her blood glucose level was tested. The pt didn't remember the reading obtained at the clinic; however, she said her blood glucose was low and she was given orange juice and peanut and crackers to eat. A nurse tested the reported meter with control solution and told the pt something was wrong with her test strips. The pt did not know the specific control solution test results that the nurse obtained, but she said the results were outside of the specified control solution range. The customer care advocate (cca) was unable to complete troubleshooting because the pt no longer had the test strips used at the time of concern. The pt denied having seen puncture holes in her one touch ultra test strip vials. The meter was replaced. The complaint is reported because the pt alleged she continued to take metformin with meals and obtained inaccurately high readings on the lfs product that did not correlate with her symptoms that suggested hypoglycemia. She claims she was treated at a clinic with orange juice, crackers, and peanut butter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.